Event description:
An integrity rapid exchange (rx) coronary stent was implanted in the mid lad. The lesion was 100% stenosed was non tortuous with no calcification. The stent was fully expanded after deployment. A strut fracture was suspected post procedure but this has not been confirmed by ivus or stent boost. Approximately 24 hours post procedure, the patient experienced chest pain and stent thrombosis was suspected. Plavix was administered. The patient is stable and was discharged from hospital.

Manufacturer narrative:
(B)(4). Evaluation results: (root cause undetermined - limited information/ device not received for evaluation), inherent risk of procedure (stent thrombosis/ material deformation).